Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had experienced issue with login. A technical support specialist (tss) logged into the station and found the application running but not accepting logins. The database had reached maximum storage, and the recovery model was set to full. Tss changed the recovery model to simple to resolve storage issue. Then tss logged in successfully, and the customer confirmed the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station had failed to allow user login and required backend cleanup. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.